Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Attachments too large for med watch submission.

Event description:
Literature article received entitled "hand-made articulating spacers in two-stage revision for infected total knee arthroplasty: good outcome in 30 patients". Literature article "hand-made articulating spacers in two-stage revision for infected total knee arthroplasty: good outcome in 30 patients" (2008) by manuel villanueva-martínez, antonio ríos-luna, javier pereiro, homid fahandez-saddi, and ángel villamor published by acta othopaedica doi: 10.1080/17453670810016704 was reviewed. The article purpose: the authors report a simple technique for creating hand made custom spacers for two stage knee revision due to infection and reports their findings. The article reports: 30 patients with an infected total knee arthroplasty were treated with a 2- stage reimplantation protocol. Spacers were built and customized to the type of defect using only 2 retractors and a high speed tip burr. 3g of antibiotics per pack of cement was used in all but 4 cases. All spacers were constructed with depuy cmw 1 with gentamycin, to which 2 extra grams of gentamycin or 2 extra grams of vancomycin were added, or competitor cement, to which 3g of extra gentamycin or vancomycin per pack were added. 29 of 30 patients (97%) had successful reimplantations and they were followed for an average of 3 years. At the latest follow-up, there were no reinfections. 1 patient (B)(6) female) out of the total of 30 had a depuy pfc sigma knee system upon time of presentation. After debridement and subsequent reimplantation of a competitor product, no other adverse events were reported regarding this patient. Depuy products involved: pfc sigma total knee system. Complications: it is unknown whether this patient experienced the reported complications with the bone cement spacers therefore those will be captured on a separate pc.